Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a centrimag motor running hot while priming could not be confirmed during the investigation of the returned centrimag motor (sn (B)(4)). The returned motor was evaluated and tested by the service depot under work order #(B)(4). The reported complaint could not be confirmed nor duplicated during their evaluation. The returned motor was connected to a test 2nd gen primary console and flow probe and operated the test system without any issues nor any atypically high temperatures. The motor was functionally tested per the centrimag motor service process and the unit passed all tests. Inspection and additional testing of the motor's cable did not reveal any issues. The returned motor was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a motor related issue. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
During priming, it was reported that the centrimag motor was running hot and making a funny clicking sound. The motor was switched and the sound resolved. No further information was provided.